Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sql error. The reported event of an unspecified error message is reportable based on the finding of an sql error. No injury or medical intervention was reported.